Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings:. Black box shows evidence of short battery life along with voltage drops resulting in battery alarms beginning on (B)(6) 2016. Unexplained power on reset events also present in black box. Evidence of moisture behind display lens. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. "Sleep" current draw not within specifications; idle-100ma, sleep- 10ma. Leak test shows leak at display lens. Removed pump case. Evidence of moisture contamination throughout inside of pump including transceiver board. Unplugged transceiver board and current draw levels returned to within specifications. High current draw levels due to internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.